Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed the allegation high threshold based on normal lead resistance measurements. A passing hipot test and inspection showed no conductor issues.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.